Event description:
As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be depressed at all, resulting in the plug not being released. Hemostasis was achieved through manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The exoseal vcd and 7f non-cordis vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to solid black color. When depression of the button was attempted, the button would not depress at all. The indicator window was showing solid black at this time and did not show any red color during retraction. A 7f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 7f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be depressed at all, resulting in the plug not being released. Hemostasis was achieved through manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The exoseal vcd and 7f non-cordis vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to solid black color. When depression of the button was attempted, the button would not depress at all. The indicator window was showing solid black at this time and did not show any red color during retraction. A 7f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 7f non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. The puncture site had no visible calcium/plaque, no access vessel tortuosity, no stent near the puncture site, and no vessel stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. The patient¿s body mass index (bmi) was not greater than 40. Additional information was requested but not provided. A non-sterile unit of the product ¿vascular closure device 7f¿ was received for evaluation. Per visual analysis, the following conditions were revealed: the deployment lever was fully depressed; the indicator window was black/white/red; the plug was fully deployed and not included in the shipment; the cowling guard was locked; the back bleed port was in the deployed position; the indicator wire was retracted; and the device was blood saturated. Additionally, the delivery shaft had four kinked/bent sections located approximately 5.0 cm, 6.0 cm, 7.0 cm, and 8.0 cm from the distal tip. No other anomalies were observed during the analysis. Dimensional analysis was performed to verify the correct catheter distal tip inner diameter (ID) and the correct delivery shaft outer diameter (od). The od and ID measurements were taken near the kinked/bent sections on the delivery shaft, and the dimensional analysis results were found within specification for both ID and od. A functional analysis was not performed since the device was received fully deployed. Per microscopic analysis, the device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism was correctly assembled, and no anomalies were observed. The reported event of ¿deployment lever (button)-frozen locked¿ was not confirmed through analysis of the returned device as it was received with the deployment lever already fully depressed with no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported frozen/locked button since the device was received with the deployment lever fully depressed. However, procedural/handling factors (such as the indicator window was not at the proper solid black position when attempting to depress the button) are possible. It was also noted that the delivery shaft of the received unit was kinked at multiple locations, which could have been contributed by procedural/handling factors as well. However, as this kinked condition was not reported by the user, it is likely that this condition occurred after the procedure and was not experienced by the user. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggest that the reported event/received condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.